Manufacturer narrative:
Device received in a condition which made analysis impossible. The returned test strips had expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 456 mg/dl, 222 mg/dl, 147 mg/dl, and 156 mg/dl.